Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed. Review of episodes noted intermittent sensing of a variable signal after and before qrs complexes. The signal was noted on several vectors. No other anomalies were observed and the patient was not reported to be symptomatic. Isometrics and pocket manipulation did not reproduce the signal. The physician has elected to make no changes or intervention at this time. The patient will be monitored normally.

Event description:
New information received notes that previously device was reprogrammed to address the noise issue. However, oversensing was still noted in recent merlin.net transmissions. Further plan of action will be discussed with the patient¿s following physician.